Manufacturer narrative:
Updated data : b3,b4, e1(initial, email ) e2,e3,g3,g6,h2,h10,h11. Corrected data : b5, b6,b7, d10,h6(impact, clinical).

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) unit is not turning on. There was no patient involvement reported.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is not turning on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit. Fse observed that machine is not turning on. Checked input and output voltages and one 10amp fuse is defective. After replacing new 10 amp fuse tried to start machine but again 10 amp fuse get blow out so required power supply and motor control pcb for further diagnosis. Machine checked with working power supply and motor control pcb and machine working ok. Power supply and motor control pcb is defective and both need to be replaced. Customer repaired the machine inhouse. As per communication with customer they have replaced parts from their old machine and machine working ok.

Event description:
N/a.